Manufacturer narrative:
The doctor performed the restoration on himself. He reported that while flossing, the onlay debonded. While reviewing the doctor's procedures, he reported that he never uses the included mixing tips, as suggested in the 'directions for use'. The doctor stated that he dispensed maxcem elite on his onlay prior to placement; the product should be extruded directly into the prepared cavity prior to seating the restoration, as instructed in the 'directions for use'. To date, the doctor is doing fine. The doctor reported that he will be re-cementing his onlay in the near future, following the 'directions for use'; a temporary restoration is currently in place. The syringes of maxcem elite clear were returned empty of material; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this is an isolated incident that may have occurred as a result of a user/technique related issue and was not due to a product failure.

Event description:
A doctor alleged that he experienced the debonding of the restoration for his #20 tooth, one (1) day after placement with maxcem elite clear.